Event description:
The customer reported, the display bezel is not working.

Manufacturer narrative:
(B)(4). The customer reported the display bezel is not working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.